Event description:
Boston scientific received information that this device displayed a magnet rate of 100 and one and a half years of battery life remaining. Approximately three months later, the device declared elective replacement indicator (eri). It was reported that automatic capture (ac) was always on, with a threshold measurement of 0.7v. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.